Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. Customer was unable to clear the alarm; however, continued to use the pump for insulin therapy. Customer¿s blood glucose level was 513 mg/dl. Customer administered correction bolus of insulin to address high bg.